Event description:
The homecare provider (hcp) reported the following info: (1) a pt was having a party that included smoking and drinking. (2) the pt was using the c41 when pt removed the cannula and laid it on the carpeted floor. (3) pt did not turn off the c41 oxygen flow. (4) a spark allegedly ignited the cannula and fire "shot" down the cannula to the c41. (5) a track from the cannula was burnt on the carpet leading to the c41. (6) the cannula and cannula connection on the c41 were melted. (7) no injury occurred. (8) the fire dept was not called. (9) it is not known who was smoking - the pt, the guests, or both. (10) the hcp reported they had provided ample education to the pt prior to the incident. (11) hcp has had other issues with the pt before the incident.